Event description:
User getting extremely high ise results for approximately 20 pt samples, which resulted within the normal range when repeated. The following four pt examples were provided: user did not provide actual repeat data, stating that the pts rerun results were all in the normal range. Initial potassium gave 80.0 mmol/l. No erroneous results were reported, pts were not adversely affected. The field service representative determined there was excessive air in both ise 1 and ise 2 syringes, and ises were not primed correctly. Customer executed several ise primes which resolved the issue. Control recovery was within specification.

Event description:
User getting extremely high ise results for approximately 20 pt samples, which resulted within the normal range when repeated. The following four pt examples were provided: user did not provide actual repeat data, stating that the pts rerun results were all in the normal range. Initial potassium gave 83.7 mmol/l. No erroneous results were reported, pts were not adversely affected. The field service representative determined there was excessive air in both ise 1 and ise 2 syringes, and ises were not primed correctly. Customer executed several ise primes which resolved the issue. Control recovery was within specification.

Event description:
User getting extremely high ise results for approximately 20 pt samples, which resulted within the normal range when repeated. The following four pt examples were provided: user did not provide actual repeat data, stating that the pts rerun results were all in the normal range. Initial potassium gave 82.0 mmol/l. No erroneous results were reported, pts were not adversely affected. The field service representative determined there was excessive air in both ise 1 and ise 2 syringes, and ises were not primed correctly. Customer executed several ise primes which resolved the issue. Control recovery was within specification.

Event description:
User getting extremely high ise results for approximately 20 pt samples, which resulted within the normal range when repeated. The following four pt examples were provided: user did not provide actual repeat data, stating that the pts rerun results were all in the normal range. Initial potassium gave 68.5 mmol/l. No erroneous results were reported, pts were not adversely affected. The field service representative determined there was excessive air in both ise 1 and ise 2 syringes, and ises were not primed correctly. Customer executed several ise primes which resolved the issue. Control recovery was within specification.